Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was seen on the asymptomatic patient's right ventricular lead, causing inappropriate ventricular fibrillation episodes with no inappropriate therapy. Programming changes and lead revision were discussed, but not performed.